Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Event description:
Additional information received via email informing that there was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B5 - describe event or problem, additional information. D9: date returned to mfg.: 12/8/2023. H3 and h6. Health effects and evaluation codes: updated. The device came in for physical damage to battery well. This was verified during visual inspection. The battery holder was contributing to the issue. During further repair investigation, it was determined that the input/output block assembly is faulty and would need to be replaced. This assembly in no longer available, therefore this device will not be serviced. The device can be returned unrepaired or scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported, that there was physical damage to battery well. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. H3: other, device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.